Manufacturer narrative:
Cause and corrective actions: a leading cause for slow deflation time is balloon twisting imparted on the balloon during the manufacturing process. This twisting, if present, can lead to a reduction in the balloon lumen cross-sectional area available to deflate the balloon, thereby slowing deflation time.

Event description:
Slower than normal balloon deflation times of 10 seconds or greater were reported after 9 separate aortic valvuloplasty procedures involving 9 separate devices at 4 different hospitals (1 in USA herein and 3 in europe). The balloon normally deflates in less than 5 seconds when used in accordance with the device instructions for use. An urgent device removal is being carried out to reduce the potential for patient adverse events. At the time of this report, no device users have indicated that any adverse events have occurred as a result of the slower than normal deflation times. Some event dates are not known. The event date reported in this MDR is the earliest known event date (some event dates may have been earlier but were not reported).